Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called in because she could never get her device to work. Patient services asked when this started. The patient stated she may have had it charged one time. The patient called the doctor¿s office and told them she gave up on recharging in 2011. The patient stated a manufacturer's representative came twice and they were able to get it to charge but, according to the patient, if she would ¿even move an eyelash¿ it would ¿stop working". She couldn't get it to recharge and just stopped. The patient had not used the recharger in ¿a while.¿ the patient stated she became frustrated and threw it in the closet. A communication problem was reported. A first implantable neurostimulator (ins) over-discharge was suspected. The ins had been over-discharged since 2011. Now, the patient kept trying to charge her implant but the antenna would not pick up anything. A physician mode recharge (pmr) was not performed at this time. The patient would meet at the physician¿s office to investigate. The patient stated she should not have had the device implanted. The patient mentioned she contacted a manufacturer's representative she used to work with be he was no longer with the company and he directed her to patient services. At this time, the cause of issue was not resolved. Later, the manufacturer's representative initiated a pmr in the office on (B)(6) 2014 with the patient. The manufacturer's representative had to leave the patient in the office today to see another patient but would be checking in on them throughout the process. The pmr was completed and the power on reset (por) cleared the same day. The cause of the over-discharge was that the patient stopped charging. It was not device related. The patient could charge normally and was doing well. The event occurred during normal use. The patient¿s status at the time of this report was alive with no injury. Additional information was received from a manufacturer representative (rep) via the healthcare professional (hcp) on (B)(6) 2018. Per the hcp note, the patient did not keep the ins charged after the report. They had a full system replacement on (B)(6) 2018. The old implant was discarded. No further complications were reported/are anticipated.

Manufacturer narrative:
Please note the correction to the aware date in g4. If information is provided in the future, a supplemental report will be issued.